Manufacturer narrative:
(B)(4). The device reported, list number 00507, is an abbott product that is marketed internationally which is the same or similar to a device, list number 00507, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.

Event description:
Same case as 1527460-2010-00193. The reporter indicated the baby using the pump lost 0.5 kg in 10 days. The pump is not pumping at the right rate. The pump is under-delivering. The reporter has done two accuracy tests on the pump at the pharmacy. Test #1 washed and used the same feeding set that the parents returned and states that it is definitely under delivering. The reporter confirmed the "volume fed" was cleared before each feeding. The intended delivery was approx 56 ml (rate of 28 ml/hr, over 2 hour time frame). The actual amount delivered was 30 ml. Test #2 the intended delivery was 120 ml/hr over 75 minutes, the actual amount delivered was 60 ml. Add'l info received 11/05/2010: the reporter indicated tests #1 and #2 were conducted using the initial feeding set (washed and used the same feeding set that the parents returned). The caregiver reported the baby is doing well. Reported that she was changing the feeding sets every 3 days in the past and is now changing them every 24 hours. The reporter indicated the sets are changed every 72 hours. The set label states that in order to avoid product contamination problems, the set should be replaced at least every 24 hours, or as needed. The complainant was instructed on the proper frequency for changing the feeding sets.